Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. According to the information collected the wireless footswitch did not work during a planned cardiac procedure. The procedure was completed using the wired footswitch. The philips service engineer replaced the defective wireless footswitch and the wireless base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Philips has completed a good faith effort to get patient information. However, the customer could not provide the requested information. Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.